Event description:
Sales rep reported revision surgery. Patient has been revised to address pain and elevated metal ion levels. Update rec¿d (B)(6) 2015 - medical records received. Patient revised to address metallosis. Upon revision, a greenish discoloration and hypertrophy of tissues and fluid were noted. The stem is now being reported for elevated ion levels. The stem remained in situ. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).